Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted at implant, and replaced with a mechanical valve. The surgeon indicated " the valve was not functioning properly as viewed on echo". Note that patient underwent a thrombectomy of the left superficial femoral artery during the same procedure. Operative report indicates, " seating of the [subject] valve appeared to be excellent. The aortotomies were closed and the aortic crossclamp was removed with the aortic root vent turned on full and the patient in steep trendelenburg position. For unclear reasons, however, there was limited mobility of the one of the valve leaflets resulting in severe mitral regurgitation. Therefore, we proceeded to re-crossclamp aorta and re-administer antegrade cardioplegia...the [subject] bioprosthetic valve was removed...[and replaced with a mechanical valve]".

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the leaflets exhibit characteristic markings which indicate sutures were looped around commissure 1, and around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3 at commissure 1, and the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 1 and 3, thus leading to a gap at the coaptation region. Serrated markings were also noted in the cusp area of leaflet 3, most likely due to an impression of a surgical tool at explant. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicated this event was most likely caused by suture looping during surgery. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. There has been no information to indicate a device quality deficiency that may have caused or contributed to this event.